Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of blood results reading high. Customer's daughter states that her father feels well and requires no medical attention. Customer's expected blood results are 146mg/dl non fasting. Verified the strips expire on 07/22/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: 514mg/dl (B)(6) 12:00:00 pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about blood result reading high. Customer's daughter states that her father feels well and requires no medical attention. Customer's expected blood results are 146mg/dl non fasting. Verified the strips expire 07/22/2017. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Reviewed meter memory: 1:514mg/dl (B)(6) 2099 12:00:00 pm fasting: no. Adverse event not reported.